Event description:
On 04/jul/2021, fresenius became aware this 78-year-old ((B)(6) 1942) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (cc(pd)] for renal replacement therapy (rrt) went to the hospital "a couple weeks ago for his catheter." No additional information provided at intake. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) revealed the patient's pd catheter (not a fresenius product) required replacement due to mal-positioning. The patient successfully underwent a scheduled outpatient pd catheter replacement on (B)(6) 2021 and has recovered from the events. The patient continued to utilize the same liberty select cycler following surgery, until a replacement was required. The pdrn stated the events were unrelated to any fresenius device(s) and/or product malfunction or deficiency and the call was concluded. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).